Manufacturer narrative:
Failure analysis noted that the reservoir failed the pre-fill reservoir test. It was found that the reservoir transfer guard needle was occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via email that the reservoir had a prime anomaly. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that there was a reservoir leak during the filling process between the transfer guard and the insulin vial. The customer also stated that there was air in the reservoir and was unable to press the air out. Troubleshooting was not able to resolve the issue. The reservoir was not returned for analysis.